Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4).. As no sample was provided by the user for investigation, a malfunction could not be detected, and therefore the complaint is considered as not confirmed. Only history files were analyzed and no overinfusion could be detected. A space line was inserted and the line was purge, several times. After this, the infusion was started with a rate of 550ml/h. One hour later, a air bubble alarm occurred. No other abnormalities were found. The reason for the air alarm could not be clarified.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" according to the customer: "the infusion ended one hour earlier on (B)(6) 2021 approx. 1230-1430hours. History logs downloaded and read through, no abnormalities found. As sister s. And I went through the history logs, she discovered the rate was 550ml/hr which was supposed to be under vtbi. Concluded the overinfusion could be due to human error, parameters was key in wrongly. Functional check has been carried out by b.braun engineer. Result within product specification. Patient's condition remained unchanged, nil complications sustained."